Event description:
Follow-up revealed the patient's ipg was explanted and replaced with a different model. The issue has been resolved by surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient did not recharge the ipg as recommended. In turn, the ipg can no longer communicate with the charger or the programmer due to it being inoperable. Troubleshooting to provide resolution was unsuccessful. As a result, the patient will undergo surgical intervention.

Manufacturer narrative:
This ipg serial number is included in field advisories. Recall: 1627487-07262012-002-r. (B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.